Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas to report that the up arrow keypad button intermittently activating the desired pump functions. The reporter claimed that the pump appears to be intact. There was no reported patient impact associated with this complaint. This complaint is being reported due to the keypad issue. The replacement pump was not sent since the pump was out of warranty and the reporter refused to send the pump back to animas.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. Unrelated to the complaint, the display screen was found to be dim and miscolored. The issue is obvious and detectable to the user and should alert the user to discontinue use of the device.